Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported blower temp high: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. No patient harm reported.